Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an initial implant procedure, it was not possible to secure the set screw into the header of the device. A new device was used to resolve the event. The patient was stable.